Event description:
Three instances of the event - during placement of a lumbar drain the device broke requiring the patient to go to the or for removal of the original device being inserted. Catheter and wire are often noted to be snapped or get stuck upon removal.